Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit generated a self-test error. Analysis did find the lower case broken, that both bail covers, the ring cover, both bails and the ring were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator generated a "self-test" error which was able to be reproduced and cleared. It was further reported that the generator failed to pace for the expected fifteen seconds following removal of the battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator generated a "self-test" error which was able to be reproduced and cleared. It was further reported that the generator failed to pace for the expected fifteen seconds following removal of the battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.